Event description:
Received a letter from an insurance company alleging a fire occurred in a home where a pride lift chair was located.

Manufacturer narrative:
Spoliation of the fire scene and product occurred as the scene was cleaned up and the product was left outside in the elements from (B)(6), 2012 until (B)(6), 2012. There was damage to the seat and back of chair. However, all components (motor, power cord, transformer) were clean and intact. It appears the fire started above all of the electrical components. The customer was at the inspection and was smoking while talking to investigators. Our expert concluded that the fire did not start from the chair but rather an external source and careless smoking cannot be ruled out.

Event description:
Received a letter from an insurance company alleging a fire occurred in a home where a pride lift chair was located.

Manufacturer narrative:
Device serial number and production date not available at this time. Device not available for evaluation. A follow-up report will be submitted should the device become available.